Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that customer had two domains (corp and sleh) with the same user ID configured under both domains. The technical support specialist (tss) comparing the setup with other users and consulting with team lead, the customer was advised to contact hospital information technology (hit) to review and correct the active directory user configuration and synchronize the changes to the pyxis environment. Three follow-up emails were sent, but no response was received from the customer. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to log in due to issues with multiple username domains. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.